Manufacturer narrative:
The unit powered up with an illegible white display. Upon further review of the unit's interior, there are cracks in the circuitry located on both sides of the lcd controller located on pcba1. Unable to perform the displacement test due to the white display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the lcd screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.